Event description:
It was reported the patient experienced a change in her stimulation after suffering a fall. An sjm representative met with the patient and lead diagnostics were normal. Reprogramming was able to capture the patient's pain area with one contact. X-rays were taken and determined half of the paddle lead has migrated out of the epidural space. The patient is pending consultation with a surgeon. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.